Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.